Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that the tip of the shaft of an ar-3740sp double loaded knotless knee fibertak anchor broke during use for self-punching. The broken part was retrieved. No detailed information was provided regarding the type of surgery. The case was completed using the ar-3740sp double loaded knotless knee fibertak anchor. There was no significant delay, no additional anesthesia administered, and no adverse effects reported. No photos of the event were taken. The issue was discovered during a procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Directions for use dfu-0054-EU-04-eo revision 2 fibertak® suture anchors m. Precautions 4. Anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Self-punching fibertak suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was not confirmed. No evidence of that failure was received.